Manufacturer narrative:
The device has been returned to the manufacturer, so we are in process to complete an evaluation. We will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, the customer was unable to advance the catheter thru the provided 8fr sheath. After attempting to push this thru the sheath without success, the balloon was then too unraveled to try to get it thru another sheath. This iab catheter and sheath was saved for returned. Another new product and 9fr cordis bright tip sheath were used.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h11. Corrected fields: d4, d7a. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. Photos were also provided and reviewed. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : d4 (lot), d9 (return to manufacture date), (e3(occupation).

Event description:
N/a